Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the new power module battery was not working. The battery was disconnected for 10+ minutes and reconnected, a system test was attempted, however the red battery and yellow wrench alarms still showed. The power module backup battery was exchanged. It was additionally reported that the patient's spouse exchanged their system controller due to an alarm. It was unclear what the alarm was as they immediately panicked and switched out the system controller without calling the clinic. The patient's spouse was unable to fully connect the driveline to the backup system controller as they could not get it to lock. The patient became unresponsive and went into cardiac arrest due to the pump being off due to the driveline being unable to be reconnected to the system controller. It was noted that over the phone the clinic was able to walk the spouse through the steps to resolve the issue. Upon arrival to the emergency department, it was reading "replace system monitor" and it was exchanged. Through further investigation it was found that the patient was still on their original system controller. It was assumed that the alarm at home may have been a replace system controller alarm. Log files were submitted for review and captured a controller internal fault event on 21jun2024 at 23:25:57. The driveline was disconnected at 23:29:32 and reconnected at 23:39:39 with the pump returning to set speed. The pump operated at set speed until 22june2024 at 1:12:59 when the driveline was disconnected. It was noted on (B)(6) 2024 that the patient was doing well now and was discharged home with no notable deficits/issues. Related manufacturer reference number: 2916596-2024-04326 (power module). Related manufacturer reference number: 2916596-2024-04460 (pump) related manufacturer reference number: 2916596-2024-04462 (system controller attempted to be connected).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted and retrieved log files showed events spanning from (B)(6) 2024 21:04:14 through (B)(6) 2024 01:13:31, per the timestamps. Controller internal fault alarms activated on (B)(6) 2024 at 23:25:27 due to boost_0v faults. The alarms did not clear until the controller was shutdown. On (B)(6) 2024 at 23:29:32, the driveline was disconnected from the controller and the pump stopped. External power was removed at 23:39:22 and reconnected at 23:39:47. The driveline was reconnected at 23:39:50 and the pump ramped back up to speed; however, the controller internal fault alarm remained active. These events appear consistent with the report that the patient¿s spouse tried to perform a controller exchange, but then put the patient back on their primary controller. The driveline was disconnected again on (B)(6) 2024 at 01:12:59 and the controller was shutdown at 01:13:31. There were no other notable alarms active in the log file. The device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. Device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including replace controller alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The IFU states how to store, transport, and maintain the system controller to prevent damage such as tears. The heartmate 3 patient handbook section 2-¿how your heart pump works¿ explains the system controller user interface symbols and alarms, including the pump running symbol. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.